Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the linear stapler reload not staple (defective). There were no patient consequences reported. No further information can be obtained beyond what is described in this complaint.